Event description:
It was reported that a spectrum infusion pump failed psi (pounds per square inch) testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed pounds per square inch (psi) testing' was not reproduced. A review of the event history log confirmed the issue as ' downstream occlusion!' Message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the downstream sensor being out of specification. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.